Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: syringe (635002/lot unknown), 2x dcs syringe ii (lot unknown), new syringe (details unknown), another galaxy of the same size (details unknown).

Event description:
It was reported by the hospital contact that the complaint orbit galaxy (640cf0510/17090751) could not be detached even though the syringe (details unknown) was pressurized to the green zone. The complaint galaxy was the 1st coil to be connected. Prior to the detach attempt the delivery tube had been purged in accordance with the IFU. The syringe was replaced with a new one (details unknown), but to no avail. Thus, the galaxy was replaced with another galaxy of the same size (details unknown), which was successfully detached. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect was noted on the product prior to and after the events. No further information is available. The procedure was the coil embolization of an aneurysm at the ica. The patient was a male of unknown dob, whose vessels were mildly torturous and mildly calcified. 2x dcs syringe ii (lot unknown) were used for this procedure. Before attempting to detach the coil, the syringe previously exceeded the green zone/position #3. With attempt to detach the coil was the syringe was taken to the red alternative detachment zone beyond the green zone after it did not deploy in the green zone. The syringe pressurized as intended when taken to the red alternative detachment zone. The coil will be returned for analysis.

Manufacturer narrative:
It was reported by the hospital contact that the complaint orbit galaxy ((B)(4)) could not be detached even though the syringe (details unknown) was pressurized to the green zone. The complaint galaxy was the 1st coil to be connected. Prior to the detach attempt the delivery tube had been purged in accordance with the IFU. The syringe was replaced with a new one (details unknown), but to no avail. Thus, the galaxy was replaced with another galaxy of the same size (details unknown), which was successfully detached. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect was noted on the product prior to and after the events. No further information is available. The procedure was the coil embolization of an aneurysm at the ica. The patient was a male of unknown dob, whose vessels were mildly torturous and mildly calcified. 2x dcs syringe ii (lot unknown) were used for this procedure. Before attempting to detach the coil, the syringe previously exceeded the green zone/position #3. With attempt to detach the coil was the syringe was taken to the red alternative detachment zone beyond the green zone after it did not deploy in the green zone. The syringe pressurized as intended when taken to the red alternative detachment zone. The coil will be returned for analysis. A non-sterile og tdl cmplx fill coil 5x10 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped without damage. The support coil gripper and embolic coil were found outside of the introducer. The gripper and embolic coil were inspected under microscope and no damages were noted on them. Using a lab sample syringe (B)(4), the orbit galaxy was tried to purging on the blue zone; after that the pressure gauge was increased to the green zone and the coil was detached without any difficulty. A review of the manufacturing documentation associated with this lot 17090751 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as ¿coil - failure to detach¿ was not confirmed during the functional test. Therefore no corrective action will be taken at this time.